Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information indicates that surgical intervention may take place at a later date to address the issue.

Event description:
It was reported that the patient had ineffective stimulation due to high impedances. Further intervention may be pending.

Manufacturer narrative:
B3: event date is estimated.